Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing further inspection found no abnormally sharp or damaged components that may contribute. Additionally, the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. The visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury.